Event description:
The patient was revised because the knee was too tight. Downsized the 15mm insert to a 10mm insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show ant other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported event; however, provided information indicated the size device implanted at primary surgery did not achieve the desired range of motion. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.